Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) possibly classified episodes of supra ventricular tachycardia (svt) with atrial fibrillation (af) as ventricular tachycardia (vt). The device remains in use. No patient complications have been reported as a result of this event.